Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
It was reported that the top half of the circular plate cutter snapped off. (B)(4).